Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister was unable to regulate the flow of the saline. The same device was used to complete the procedure. The hospital did not report any pt effects. The product is not returning for evaluation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).